Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 3777-60 pain stimulation lead, implanted (B)(6) 2010; 37702 pain stimulation ipg, implanted (B)(6) 2010; 3550-29 adaptor, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had unexpected longevity; elective replacement (eri) was indicated in less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.